Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. The device pocket was cleaned and flushed with antibiotics. This system remains in service. No additional adverse patient effects were reported. Subsequently the field representative reported the infection, previously contained within and around the pocket location, was now visible at the xyphoid incision. The physician reports this patient exhibits poor hygiene. Additional debridement required; no system changes reported at this time.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. The device pocket was cleaned and flushed with antibiotics. This system remains in service. No additional adverse patient effects were reported. Subsequently the field representative reported the infection, previously contained within and around the pocket location, was now visible at the xyphoid incision. The physician reports this patient exhibits poor hygiene. Additional debridement required; no system changes reported at this time. It has since been reported that due to ongoing unresolved infection, in addition to signs of pre erosion, the physician has elected to remove this product. No return product analysis has been requested and no information on a replacement system at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this device was part of a system revision due to infection. The device pocket was cleaned and I flushed with antibiotics. This system remains in service. No add'l adverse pt effects were reported.